Manufacturer narrative:
On (B)(6) 2023, the following additional information was obtained: the master tool manipulator 2 [mtm2] has been received and investigations completed. Failure analysis investigations confirmed as having occurred via field error logs but did not replicate the customer reported complaint. Visual inspection was performed. The arm was installed onto the system and powered up. Sine cycle and a test drive were performed without any issues. Tests performed via matlab passed. The following parts will be replaced as a precaution: esmb [embedded serializer in master base] pca [printed circuit assembly], black and white ffc¿s [flat flex cable], slip ring assy, slip ring board, main wire harness, rjp [rotary joint primary] pca, rjp mount. The mtm is ntf [no trouble found].

Event description:
Refer to h10/h11 for follow-up information.

Event description:
It was reported that during a da vinci-assisted rectopexy procedure, the sureform 45 stapler encountered usage issues that resulted in an incomplete staple line. The issue occurred when the sureform 45 stapler was first installed with a blue reload. The system repeatedly generated the error message "tissue too thick". The surgeon then switched to a green reload. While installing the green reload, the "pre-clamp action" was good, and the system indicated it was ready to fire. However, upon firing, the reload stopped after 1/3 of the fire. The error message "stapler firing failed, unclamp with blue pedal then remove stapler and discard reload. Warning: blade may be exposed" was observed. It was difficult to remove the sureform 45 stapler. The green reload could not be removed from the stapler. After removing unfired staples, a back-up sureform 45 stapler installed with a new reload was used to complete the rest of the previous staple line. Pre-clamping with the new sureform 45 stapler gave no error messages. The procedure was completed robotically. There were no initial reports of patient injury or malfunction of a da vinci system, instrument, or accessory. Overnight, the patient developed fecal peritonitis and sepsis. The following day, the patient returned for a da vinci-assisted re-operation procedure. The staple line that had a fire failure was observed to have fallen open on the right side. The anastomosis was broken down. Unspecified stapler issues were encountered with the sureform 60 stapler. The technical service engineer (tse) checked the live logs and revealed an error pointing to the mtmr (master tool manipulator - right) on ssc (surgeon side console) 2. The mtmr was then disabled by the surgeon, who then made the clinical decision to convert to laparoscopy. The fecal peritonitis and subsequent sepsis resulted in the patient being admitted into ICU, where he is currently critically ill. The surgeon believes the anastomotic breakdown was related to a da vinci instrument.

Manufacturer narrative:
This report covers the event that occurred during the second procedure involving the system error that resulted in the master tool manipulator - right (mtmr) being disabled by the surgeon and a conversion to laparoscopy. Based on the current information provided, the cause of the error cannot be determined. The field service engineer (fse) replaced the mtmr due to error 25521. The mtmr involved with this event has been received for failure analysis, but the evaluation has not been completed. A follow-up MDR will be submitted post-failure analysis evaluation or if additional information is obtained. A review of the advanced stapler log showed the sureform 60 stapler was installed on the system twice and fired one blue reload. On the first install, the first clamp was successful, and the firing was completed with 4-5 pauses for compression. On install 2, the stapler successfully engaged with the system, however no clamping or firing was attempted. There were no errors in the system logs for this instrument. There were no engagement failures per the instrument engagement logs for this instrument. A review of the advanced system log review found that the 25521 error that caused the surgeon to disable mtmr would have no relation to the reported failure. No attempt was made to power cycle the ssc [surgeon side console] and this would have likely resolved the issue. Blank MDR fields: the missing patient information in sections a and b was either unknown, unavailable, not provided, or not applicable. The expiration date for section d4 is not applicable. Field d6 is blank because the product is not implantable. Information for the blank fields in section e1 is not available. Fields g5 and g7 are not applicable.